Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack on the top of the reservoir compartment and that the o-ring on the reservoir compartment came off. The blood glucose reading was 514 mg/dl, which the customer treated. She was unsure how the damage occurred. She mentioned that she noticed that the tubing was bent, which was the perceived cause of high blood glucose. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.